Event description:
Complaint learned via received medwatch submitted by hospital contact to FDA. FDA then notified edwards lifesciences via mail, received on july 06th 2010. Event description reported by hospital as follows, "29mm mitral valve tissue prosthesis noted by surgeon, during implantation, to have a little tear on the sewing ring. The surgeon and the manufacturer's representative did validate that the tear existed before insertion (out of the box). Surgeon continued to use the prosthetic valve by oversewing the tear. Edward lifesciences representative advised about the situation."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. Complaint learned via received medwatch submitted by hospital contact to FDA. FDA then notified edwards lifesciences via mail, received on july 06th 2010. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Call to hospital contact on 07/19/2010 and 08/02/2010, left message on voice mail regarding obtaining an operative report and info. On the type of sewing needle used for this reported event. Call to sales rep. On 08/02/2010, sales representative indicated the following, "I received a call from the hospital on the day of the surgery. I was not physically present and therefore would have never been able to validate that there is a tear if I did not inspect it. The hospital has a sign in system called (B)(6) whereby reps are to register whenever they are to appear for a case observation. The nurse was (B)(6), who stated that they noticed a nick on the sewing cuff of one of our mitral valves and asked if that was normal. I stated that it is not normal. He asked how could it have happened, and I said it might possibly have happened in the process of cutting out the serial number, and that a part of the sewing ring may have inadvertently been cut. I then stated not to use the valve and instead open another one of the same size."